Manufacturer narrative:
Reason for reoperation reported as deflation. Device evaluation: analysis of the returned device identified: creases fold, opening curved on radius and wear abrasion. A leak test and microscopic analysis were performed which identified: opening crease smooth and crack valve. Based on the device analysis the final assessment is an opening crease smooth on radius due to fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.